Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that he woke up with blood glucose of 423 mg/dl and the basal rates showed 0.00 and 20 units used. The customer was advised to check the alarm history. The customer stated that there were 2 check setting alarms in the history. The customer was walked through his basal rates and self-tests. The customer declined to run the self-test. The customer was advised to call back to troubleshoot.